Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Receiver functional test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for internal visual inspection and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient did not notice any audio or vibration alerts and required medical intervention. She took a fast-acting humalog insulin at her regular time, but did not eat right then, and her blood glucose went low. She was initially asymptomatic. When the nurse showed the continuous glucose monitor (cgm) to the patient and her sister, it was at 59 mg/dl (sometime between 10:00 am and 10:30 am). Her low threshold was set to 80 mg/dl and no audible alert or vibration were heard/felt at that time. The patient¿s sister indicated that the reading had been in the 100s mg/dl when she had checked about 15 minutes prior. The patient's sister got juice once, and then again with crackers at the patient¿s request. Right after that, the device displayed ¿signal loss,¿ during which the patient became incoherent and was sweating. Paramedics were called and arrived between 10:30 and 11:00 am. Paramedics checked a blood glucose (bg), but the sister could not remember the value. Paramedics started an IV with ¿some sort of liquid sugar.¿ the patient started responding five minutes later. Paramedics then left, after advising the patient to eat something. At the time of the report the patient was doing fine. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.